Event description:
The user facility reported an incident in which the physician was performing a colonoscopy for suture removal. The physician had indicated that he was inadvertently handed by the assistant and subsequently used a poly loop cutter rather than a suture cutter. As a result, the poly loop cutter became stuck on the suture and would not release. The physician cut the poly loop cutter at the handle in an unsuccessful attempt to release the device. The endoscope was withdrawn from the pt, and the pt was taken to a specialist in a nearby hosp for the removal of both the suture and poly loop cutter.